Event description:
International customer reports that a pt underwent a femoral artery repair. The pt was returned to surgery nine hours later where the surgeon reports that the anastomosis was separated and the suture was broken. The pt was repaired and no further issues were reported.

Manufacturer narrative:
Date sent to the FDA: 09/04/2009. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.